Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable laser fiber was used in a procedure performed on (B)(6), 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, during the procedure, it was noted that the laser fiber was damaged. However, the procedure was able to be completed with the original laser fiber. Reportedly, the fiber damage was due to a damaged focus lens on the console. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter address 1 (B)(6) block e1: initial reporter city (B)(6) block h2: additional information: block a2 and e1 block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable laser fiber was used in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, during the procedure, it was noted that the laser fiber was damaged. However, the procedure was able to be completed with the original laser fiber. Reportedly, the fiber damage was due to a damaged focus lens on the console. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.